Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to further discuss the reported event. Tac advised the customer to end the case as the spare lamp was not sufficiently bright for procedures. A follow up was made and the customer confirmed that the device worked as normal after exchanging the main lamp that had 100 hours on it. No device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source spare lamp indication came on. The event occurred during procedure and the operation was completed using the same set of equipment. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation and the inability to evaluate the device and reproduce the reported issue, the root cause of the spare lamp not being bright enough could not be identified. However, it is possible that the cause was related to a faulty main lamp. Olympus will continue to monitor field performance for this device.